Manufacturer narrative:
The subject device was returned to omsc for evaluation. However, the investigation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, bacillus were detected from the sample collected from the distal end of the subject device after reprocessing. Then, the user facility reprocessed the subject device with manual and non-olympus automated endoscope reprocessor, asp endoclens using ortho-phthalaldehyde, and performed additional microbiological testing with positive result. The user facility did not provide other detailed information such as the number of microbes. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that there were no abnormalities inside of the instrument channel such as kink, dirt, and foreign material adhesion, and also found that there was no significant dirt, foreign material, or scratches around the instrument channel port, cylinder, and so on. Then, it was transferred to olympus service operation repair center (sorc). Sorc checked the subject device and found the following. The drainage was poor. The angulation control knob had failure. The angulation was insufficient. The control section cover was cracked. The adhesive on the bending section was chipped. The remote switch 1 was scratched. The universal cord was wrinkled. The boot was scratched. The insertion tube was scratched. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information is received, this report will be supplemented.